Manufacturer narrative:
The harmonic curved shears insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory is returned for evaluation a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the harmonic curved shears insert accessory, which was inserted into the harmonic curved shears instrument, became unattached and fell into the patient. The insert was retrieved and the planned surgical procedure was completed with no patient harm, adverse outcome or injury was reported.